Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was inhibiting its pacing. The patient had an escape rhythm and the patient was hospitalized. The crt-p remains in use. No further patient complications have been reported as a result of this event.